Manufacturer narrative:
This report is being submitted to amend sections. This report will be amended when our investigation is complete.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that both poly bag and stockinette have wear and tear. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported the poly bag and cloth stockinet packaging were damaged when peeling back the tyvek of the sterility cavity; however, the surgeon proceeded in using the device in surgery.

Manufacturer narrative:
This report is being amended to reflect changes in sections device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?. This report will be amended when our investigation is complete. Received packaging; not yet evaluated.